Event description:
The core universal driver was sent in for analysis because it was running without activation. The event occurred during preparation for a procedure. There was no pt involvement; no adverse event was associated with the device.